Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a purge issue. No clinical details regarding resolution or patient involvement / condition were provided.

Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. The console was tested in collaboration with power battery manager. The failure mode was reproduced. Without a pressure disc connected, the console pressure sensor was reading around 1700 mm hg. Replacing the pressure sensor resolved the issue. The root cause of the purge system priming issues was due to a defective purge pressure sensor. This report is being filed as part of a retrospective review of historical records.